Event description:
Reprise IV study. It was reported that complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 23 mm lotus edge valve. There was successful repositioning of the lotus edge valve involving partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure event summary two days post index procedure, electrocardiogram revealed complete heart block. The subject was hospitalized for further treatment and evaluation. The event was considered recovered with sequelae five days later and the patient was discharged the same day.